Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and a carto® 3 system interface cable and burnt marks were found on the inside pin area. Upon preparing everything for the doctor to start the procedure, error 101 was noticed related to the ablation catheter. The scrub tech was asked to disconnect it and the piu too would also be unplugged. Only when she disconnect the catheter from its cable the scrub tech identified both the catheter and connector had a burnt mark on the inside pins. Both the connector and the catheter were replaced. After that, the procedure was completed successfully and there was no patient consequence. Device evaluation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. The lot number reported by the customer was unrecognized as a valid lot number. As a result, the mre review cannot be conducted. Should the correct lot number be made available at a later date, the complaint file will be reopened and an mre review will be performed and documented. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Correction: on 29-aug-2024, the medical device problem code has been corrected in field h6 from insufficient information (a26) to overheating of device (a1005). Note: for field d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and a carto® 3 system interface cable and burnt marks were found on the inside pin area. Upon preparing everything for the doctor to start the procedure, error 101 was noticed related to the ablation catheter. The scrub tech was asked to disconnect it and the piu too would also be unplugged. Only when she disconnect the catheter from its cable the scrub tech identified both the catheter and connector had a burnt mark on the inside pins. Both the connector and the catheter were replaced. After that, the procedure was completed successfully and there was no patient consequence. Additional information was received indicating there were no signs of any visible file, flame or smoke. It was more so that the connector experienced a short circuit or something that caused burn marks on the pins where it joins the catheter.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. G1. Manufacturer site phone: +52 664 627 7200/+52 663 3236806 if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Biosense webster manufacturer's reference number pc-001589446 has two reports: (1) MFR # 2029046-2024-01556 for product code d134805 (thermocool® smart touch® sf bi-directional navigation catheter) (2) MFR # 2029046-2024-01555 for product code cr3434ct (carto® 3 system interface cable)